Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Device not returned.

Manufacturer narrative:
**Update** 3/18/13 (B)(4); plaintiff's preliminary disclosure form was received as well as the medical records. Medical records indicate that patient was revised to address femoral stem loosening. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided regarding the reported stem loosening. It is known the asr platform was voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update (B)(6) 2012 - litigation papers were received. Litigation papers allege the asr femoral component was revised on (B)(6) 2010 following revision of the asr hip on (B)(6) 2010. It was further alleged the patient was injured by excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation. Update (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(6) 2012 plaintiffs preliminary disclosure (ppd) form received with medical records attached. Ppd and medical records attached to the file. There is no new information that would change the outcome of the investigation. Update (B)(6) 2013 - plaintiffs preliminary disclosure form was received as well as the medical records. Medical records indicate that patient was revised to address femoral stem loosening. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.